Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use with patient. The time in use was not provided. According to user facility, after use it was found that the patient had sustained burns. No permanent adverse effects to patient reported.